Manufacturer narrative:
This report is based solely on device return and analysis. No information suggesting a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was partially received in segments and analyzed. Analysis revealed an insulation breach and cosmetic damage due to metal ion oxidation. The outer insulation had environmental stress cracking as well as a breach caused by melting. The analyst also noted that the distal and proximal lead conductors were distorted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2006-(B)(6); 6949 implantable tachy lead 2006-(B)(6); 5076 implantable pacing lead. (B)(4).

Event description:
The right ventricular (rv) lead was returned after being removed; there was no alleged performance issue ("no complaint"). The rv lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.